Event description:
Customer reports evident fire marks on their adc device due to a power outage. Customer further reports and electric shock from their device. No further details are available at this time. It is unknown if the customer's device was in use or charging during the power outage. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the internal components of the usb port and burn mark were observed on the usb port. Customer reported for electric shock and evidence of fire. Visual inspection has been performed on the charging cable. Bent ground shield was observed. Opens or shorts were not observed. Usb/charging cable passed testing. It was determined that the damage on the charging cable did not contribute to the complaint. Visual inspection has been performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. Power adapter passed testing the returned reader was further investigated and de-cased. Visual inspection has been performed on the pcba (printed circuit board assembly). Liquid contamination was observed, and no evidence of fire was observed on the pcba. A further extended investigation was conducted. Visual inspection has been performed on returned reader using digital microscope. Contamination due to liquid ingress was observed on the pcba (printed circuit board assembly) and in the returned reader¿s usb port. Furthermore, damage to the reader¿s usb port pins was also observed. Visual inspection has been performed on the returned usb cable and adapter. A bent ground shield was observed on the returned usb cable. Data review was not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured, and results were not within the specific range. No abnormalities were observed on the returned battery, and it was observed to be charged normally. A power consumption test was performed to check the current draw of the returned reader, and results were within specific range with an nxp processor which indicated that the reader was not drawing excessive electrical current from the battery. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. A cable tester was used to test the returned usb cable. Opens were not observed. Performed load test on the returned power adapter and results were within specific range. A reader self-test has been performed and passed the testing which indicated that the reader was functioning as intended. This issue is not confirmed due to user error due to contamination from liquid ingress. The returned reader was observed to be powered on with a battery within the specification and passed the built-in self-test indicating that the reader is functioning as intended. The reader could not be charged due to the damage observed on the reader¿s usb port. Contamination due to liquid ingress was observed in the usb port and on the pcba near the usb port. Contamination due to liquid ingress may cause unintended short circuits on the device. Therefore, this issue is not confirmed to use. Furthermore, an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports evident fire marks on their adc device due to a power outage. Customer further reports and electric shock from their device. No further details are available at this time. It is unknown if the customer's device was in use or charging during the power outage. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.